Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Manufacturer narrative:
The occupation and department for the customer contact, (B)(6), previously reported was provided and is as follows: biomedical department and biomedical engineer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) evaluated the unit and determined the pneumatic module assembly as cause of failure. The fse resolved the issue by replacing the pneumatic module assembly and verified that the unit was able to complete autofill without failure. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and gas loss in iab circuit alarmed. There was no patient involvement, and no adverse event reported.